Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approximately 6 weeks post implant. Yag was performed on (B)(6) 2014. The patient's prognosis was reported as "good", may need enhancement. This event refers to patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.